Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is speculated that using high-energy endo therapy accessories without maintaining a sufficient distance from the distal end may have led to the distal end cover being burned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.